Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has not yet been evaluated by the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer; however, it was not evaluated. There was a delay in the evaluation due to a failed data wipe. The customer has requested that the device be returned unrepaired. No cause was established, and no repair was performed. The device was returned to the customer unrepaired and extend warranty for lost warranty.